Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu returned with the suspect pump module was not the pcu attached at the time of the reported event. The pump module event log shows that at 10:31 pm on (B)(6) 2016 the device was programmed to infuse a secondary infusion at 17.5ml/hr with a vtbi of 70ml. At 11:04 pm, the device was paused, and at 11:18 pm it was channeled off. Between 10:31 pm and 11:04 pm the volume that should have been delivered at 17.5ml/hr would be approximately 11ml. Functional testing found the pump module to be delivering fluid within specification. The starting volume of the fluid container cannot be determined through device logs. The disposable sets were not returned for investigation. The root cause of the reported overinfusion was not identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a patient had a normal saline primary infusion with a secondary infusion of zosyn intended to run over 4 hours at 17.5 ml/hr. The secondary infusion was initiated at 10:45 pm was noted to have completed 30 minutes later with a vtbi on the pump of 60 ml and time remaining of 3 hours and 27 minutes. No medical intervention was required and there was no harm.